Event description:
While the surgical light was turned into the right position (during preparation phase of orthopedic surgery), the spring arm of the light broke, and the lighthead started to fall down. It remained attached to its ceiling suspension, maintained by the cable inside. The hosp did not report any injuries.